Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced visual disturbances. Clinical reason being mentioned as inconsistent axis. The iol was explanted and exchanged for an non company monofocal lens in the secondary implant procedure. No patient impact was reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in a2.,a3.a.,b.6.,and b.7. Additional information has been provided in h.3., h.6., and h.11. The lens was returned in a small plastic container. Solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Power and resolution could not be reverified due to the extensive optic damage. Information was provided in the file that the patient had prior laser-assisted in situ keratomileusis (lasik). The non-toric company, 20.5 diopter, (1.5 extended depth of focus) lens model was replaced with non-company 21.5 diopter toric lens. Due to the exchange of a non-toric lens to a toric lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).